Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, there was an incorrect post op refractive error(undesired post op refraction) requiring an iol exchange in a secondary procedure. Additional information was provided by a surgical counselor/certified ophthalmic technician, that there was no patient harm. The lens was replaced with the same model iol with a 1.5d difference in power.

Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge and an unspecified injector. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated, only one is qualified for this lens/cartridge combination. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).